Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during use of the device, the balloon ruptured. No patient effects. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(4): results - product performance engineering was unable to determine a conclusive root cause for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the inflation lumen, in and on the balloon, in the hub and guide wire lumen. There was contrast in the inflation lumen and in the balloon. The balloon was loosely folded. A new indeflator filled with water was used in an attempt to pressurize the balloon when a longitudinal rupture was observed. There was a longitudinal rupture in the balloon 1 mm distal to the proximal shoulder extending distally 1.6 cm into the distal taper. There were no visible scratches. The balloon catheter will be sent to the scanning electron microscopy (sem) lab for further investigation. Product performance engineering reviewed the incident information and analysis of the returned product. It was reported that during use of the 2.0x15mm rx voyager balloon catheter, the balloon ruptured. There were no reported patient effects. Analysis of the returned product noted blood visible on the balloon, and in the inflation lumen, hub, balloon, and guide wire lumen, which is consistent with a rupture while in the patient. There was contrast in the inflation lumen and balloon, which is consistent with preparation of the product. The balloon was loosely folded. Functional testing confirmed the reported balloon rupture as fluid leaked out of a longitudinal rupture 1mm distal to the proximal shoulder for a length of 1.6 cm. There were no scratches visible. The product was sent to the sem lab for further analysis. The analysis determined that the rupture may be related to exposure conditions or a material/processing discrepancy initiating along the inner surface of the balloon. Longitudinal lines and partial tears were observed along the inner surface. Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. To ensure this type of damage is not a result of a manufacturing deficiency, all balloon catheters are 100% leak tested on line and a sampling of units are rupture tested prior to release. It is possible that the balloon material was damaged (scratched) during interaction with other devices and/or patient anatomy, resulting in the rupture in the balloon. The patient anatomical conditions were not described in the case information, and it is unknown what pressure the balloon was inflated to, which may have aided the evaluation and determination of cause. There is no indication of a lot specific product quality deficiency; however, a conclusive cause could not be determined for the reported balloon rupture. A review of the product manufacturing records did not reveal any non-conforming material reports associated with this lot and all lot release testing met manufacturing criteria. This MDR is considered closed by the product performance group.